Manufacturer narrative:
The insulin pump alarmed with failed battery test due to faulty battery tube. The device functioned properly after unplugging and plugging the battery tube connector into interface board. The insulin pump was also received with cracked case at display window corners and battery tube threads, as well as minor scratches on the display window. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed with a failed battery test. Customer's blood glucose was 110 mg/dl. During troubleshooting, customer was advised to clear the alarm and stated the battery compartment and spring were neither damaged nor corroded. After customer was advised to remove battery, clean battery cap contact, and insert a new battery, the customer did not receive another failed battery test. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.